Manufacturer narrative:
H3 - other: device was reported to be discarded. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed no data when the patient's blood was being monitored at the first affiliated hospital of (B)(6). The data only appeared upon replacing the sensor with a new one. The set was contaminated and was then discarded. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 1/24/2024. H3 and h6 - updated. Two used samples outside its original package were received for investigation. The products were visually inspected and functionally tested. One of the two products failed the water leak test. Complaint is confirmed for stopcock incorrectly assembled as the condition observed on the sample that failed leak test could be related to an incorrect assembly process. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.